Event description:
The customer reported that the unit failed to power up on ac power.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up on ac power. The unit was evaluated locally and the failure was verified. Replacement of the ac power supply resolved the failure. The unit passed all post-service testing and remains at the customer site.